Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had no image and a b30 error (scope communication error). Based on the results of the investigation, the root cause was malfunction of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had no image and a b30 error (scope communication error). There were no reports of patient involvement.